Event description:
It was reported that during hemorrhoidopexy procedure, the device was unable to fire staples. Unknown how procedure was completed.

Manufacturer narrative:
Information anticipated, but unavailable at this time.